Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "light guide lens has foreign material" malfunction would likely be related to the reprocessing that was not conducted properly due to leakage from scope cover and biopsy channel. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope the legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope light guide had a foreign matter. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the following: due to wear of scope cover, water tightness is lost; grip has a scratch; control unit has corrosion due to water leakage; plug unit has corrosion due to water leakage; circuit board unit in scope connector has corrosion due to water leakage; scope connector cover unit has corrosion due to water leakage; scope connector case unit has corrosion due to water leakage; cable unit has corrosion due to water leakage; due to damage on channel tube, water tightness is lost; due to a scratch on objective lens, the image has dark area partially; objective lens has a scratch; light guide lens has foreign objects; connecting tube has a buckling; and universal cord has a scratch. Should additional relevant information become available, a supplemental report will be submitted.